Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
During laparoscopy cholecystectomy one of the jaws broke. The surgeon is given the minigrip, practiced how to arm it and the grasping sensation. She arms the needle and inserts the device once in the abdomen the arm button is released. As the jaws opens they notice that there is a piece missing. The surgeon is sure that it did not fall in the abdomen but during the arming of the tip. They took out the minigrip and did the procedure with a trocar and 5 mm grasper. The patient's condition is unknown at this time.

Manufacturer narrative:
(B)(4). Review of the DHR yielded no findings. All operations and documentation were completed. This lot was manufactured on february 3, 2016. Visual, dimensional and/or functional testing inspection under magnification reveals that the jaws of the failed part were both bent in the same location. The jaw that broke was bent against its original form direction which caused it to fracture. Ultimate cause of failure appears to be use inconsistent with original intended functionality. No corrective actions implemented at this time.

Event description:
During laparoscopy cholecystectomy one of the jaws broke. The surgeon is given the minigrip, practiced how to arm it and the grasping sensation. She arms the needle and inserts the device once in the abdomen the arm button is released. As the jaws opens they notice that there is a piece missing. The surgeon is sure that it did not fall in the abdomen but during the arming of the tip. They took out the minigrip and did the procedure with a trocar and 5 mm grasper. The patient's condition is unknown at this time.